Event description:
The customer's family member reported that the device shows a full segment display when the select button is pressed. Advised the customer to go on back up plan for manual injections. The contact informed that the customer was unable to get out from bed due to low bgs. The device was disconnected and the customer ate food with sugar. Later the customer was hospitalized for low bgs, treated with glucagon, and then released.